Manufacturer narrative:
Retention testing was performed and all results were within specification. Testing was also performed on the patient sample provided by the customer using the emit and fp technologies on an integra 400, integra 800, and modular p analyzer. The returned patient sample recovered values between 8 and 9 mg/l. The results the customer received could not be duplicated. Scantibodies testing did not reveal heterophile antibody interference. The results of this testing support, the conclusion the integra vancomycin assay is performing acceptably.

Manufacturer narrative:
The investigation is ongoing. If additional information is provided. Appropriate notification will be provided.

Event description:
International affiliate reports the confidence needle became bent during insertion. After bending, the inner stylet pushed through the outer trocar and through the side hole. The tip of the needle snapped off and remains in the patient's pedicle. The difficulty resulted in a delay of 40 minutes to surgery time. As an unintended portion of the device remains in the patient, a medwatch report is being filed to document this event.

Event description:
The user received an erroneous vancomycin result for one patient and suspected an interference. The patient was a female, with renal impairment and a severe infection of her leg for which she was prescribed vancomycin. Over the course of her illness, her vancomycin levels were monitored and on many occasions found to be in the 20-30 range. Her vancomycin was held and the levels remained elevated. Clinically her condition worsened and she was scheduled for an amputation. A vascular surgeon considered an interference with the vancomycin assay and switched her to tigecycline and linezolide with marked improvement. The amputation was not performed. The user provided data for samples tested on the integra then repeated on a beckman analyzer or an abbott analyzer the same day or within a couple of days. Of the data provided, the results for four samples were discrepant. All results are in mg per l. In 2009, the result from the integra was 17.9, the result from the abbott analyzer was 10. One week later, the result from the integra was 29, the result from the beckman analyzer was 11.3. The vancomycin was stopped. Two days later, the result from the integra was 26.5, the result from the beckman analyzer was 8.7. Vancomycin was then started again the following month, the result from the integra was 27, the result from the beckman analyzer was 11.6.